Manufacturer narrative:
Additional information: b device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Additional information: symptoms have resolved, but the patient was left with permanent damage noted as a left cheek depression after mass excision.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm voluma lidocaine and again 13 months later with juvéderm voluma with lidocaine. Patient also had threading done with "silouette" instalift to the brow, cheeks and jawline 9 months after that. Fourteen months later, the patient developed multiple lumps around their temple and cheeks. There was also a mass on the left cheek that was noted as an abscess. Patient was treated with hyalase, antibiotics, steroid injections and prednisolone. This is the same event and the same patient reported under MDR ID #3005113652-2018-01852 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvéderm voluma lidocaine, also a device manufactured by allergan.